Event description:
(B)(4). It was reported that following a coronary artery stenting treatment procedure the patient expired. In (B)(6) 2010, due to acute coronary syndrome and st elevated myocardial infarction, the patient underwent the index procedure with the deployment of a 3.50x28mm taxus liberte stent in the distal right coronary artery. Residual stenosis was 5% with timi 2 flow. The patient was discharged the next day. In (B)(6) 2011, the patient presented to the hospital with a diagnosis of cardiac arrest. The site was notified by the patient's spouse that the patient was found unresponsive for a period of time. Resuscitation efforts attempted were reported to be unsuccessful. No autopsy was performed. The patient expired.

Event description:
It wa further reported that at the time of the event, the patient was reported to be found unconscious on the floor at home by his wife. Emergency medical services (ems) were called to the scene and performed cardiopulmonary resuscitation (CPR). The ems team continued resuscitation efforts, but the patient remained in asystole. The ems team consulted a doctor via a phone who provided the order to terminate resuscitation. A death certificate indicated the patient expired with the death attributed to coronary artery disease, hypertension, and hyperlipidemia. An autopsy was not performed on the patient.

Manufacturer narrative:
Deice is a combination product. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. As the device has not been returned, the complaint investigation site (cis) could not perform a technical analysis. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Manufacturer narrative:
(B)(4).